Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about a week and a half ago, the patient had hip surgery and their symptoms had gotten worse since the surgery. The caller stated that the patient was up every hour and a half using the restroom. Sometimes the patient still got up three to four times a night and other nights they could sleep through. Since implant the device had helped by at least 50%, but since surgery their symptoms were worse. The caller tried to check on the patient's therapy settings to make sure the healthcare professional had turned stim back on after surgery, but when they attempted to connect they received poor communication with and without the antenna. New batteries in the patient programmer had also been tried. Patient services reviewed information and the poor communication persisted with and without the antenna. Patient services requested a replacement patient programmer from repair, but redirected the patient to follow up with their healthcare provider if the issue persisted with the replacement equipment. No further complications were reported at this time.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient still is unable to connect. They are planning to follow up with their healthcare professional.